Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a retractor blade was found to be functioning improperly during an inventory check outside of surgery. There was not a patient associated with this event.

Manufacturer narrative:
The returned blade was evaluated. The lengthening shim, which is assembled by the device operator, was installed upside down into the blade and was difficult to move and disassemble. The labeling provides instructions regarding proper device assembly. A review of the manufacturing records did not identify any issues which would have contributed to this event.